Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault (sf180) and an revealed an "internal battery degraded" error message. The evaluation determined that the device events were due to a defective internal battery. The battery was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and performed a safety reset. There was no patient injury reported as a result of this incident.